Event description:
It was reported that the pulse generator displayed an error message during a ventricular capture test due to a magnet being near the wand. The patient was asymptomatic and would continue to be monitored.